Manufacturer narrative:
The insulin pump passed all functional testing including displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The motor passed motor test. However, hardware low level failure alarm was confirmed in the insulin pump history due to software error. No unexpected the main arm cannot communicate with the motor arm error, the motor was detected by reading unexpected value from hall sensor error and the motor processor did not report the coasting as finished in reasonable time error. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked case behind the pump near the battery tube compartment and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump reservoir cannot be changed and customer is on back up treatment of insulin pens. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.